Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit flow rate was not changing and the flow was not going above one liter per minute. The issue occurred during preparation for use. There were no reports of patient harm.